Manufacturer narrative:
As the product was not returned, no pictures of the product were received and a device history record review could not be completed. The device is used for treatment surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Since part and lot numbers are unknown, a product history search could not be performed and compatibility could not be verified. It was reported that there was no significant change in the implant position from preoperative period to the last follow up. The patient was diagnosed with aseptic loosening at( B)(6) years old but it is unknown when the patient underwent revision. The package insert states that loosening or fracture/damage of the prosthetic knee components or surrounding tissues is an adverse side effect and is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location:(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient was revised due to aseptic loosening of the femoral component. This patient was identified to have rheumatoid arthritis.